Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection. Additionally, the investigation determined that the upstream occlusion (uso) seal was damaged, an issue that could result in a hazardous situation, therefore making this investigation reportable. Service history identified the complaint was not related to a previous service of the device within the review period. The uso seal was replaced, and the device passed all testing.

Event description:
It was reported that the device had broken case at battery door. Additionally, the investigation identified an issue that could result in a hazardous situation, therefore making this investigation reportable. The event happened during testing.